Manufacturer narrative:
Concomitant medical product: dtba1d1 crt-d, implanted (B)(6) 2019. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the cardiac resynchronization therapy defibrillator (crt-d) system was removed due to erosion. The left ventricular (lv) lead was partially removed, cut and capped and remains in the patient. No further patient complications have been reported as a result of this event.